Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, during the inspection it was detected that due to a cut on charged couple device (ccd) cable, image noise occurred and due to damage on circuit board of the video plug, distal end section was warm. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device

Event description:
It was observed that during set up / inspection for use (during set up in room / before patient in room), the image display of the bronchovideoscope did not appear. There were no reports of patient involvement.